Event description:
Caller reported a cartridge alarm, which did not adversely impact the customer¿s blood glucose level. Technical support (cts) confirmed the issue and decided to replace the pump. The customer was informed about using an alternate method for insulin delivery if necessary and received instructions on handling and returning the problematic pump. Customer acknowledged the guidance provided, including the programming of settings and connecting their cgm to the replacement pump. A replacement pump with updated software was sent, and the necessary shipping details were confirmed.